Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (lv) exhibited low pacing impedance. The lv lead was reprogrammed. The patient was in stable condition.